Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by extreme abdominal pain, fever and the chills. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown intravenous antibiotics for the peritonitis event. On an unknown date during the hospitalization, the pd catheter was removed and the patient was placed on temporary hemodialysis (hd) therapy. At the time of this report, the patient was recovered from this peritonitis event and hd therapy remained ongoing. No additional information is available.